Manufacturer narrative:
Other text: b3: event date unknown. D4: serial, UDI, catalog number unavailable. H4: device manufacture date unavailable. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for the occlusion alarm is due to the infusion set tubing being too small for the rate or fluid viscosity; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an occlusion alarm or ?different error messages". It is unknown if there was patient involvement, no adverse patient effects were reported.